Manufacturer narrative:
The facility reported that the bolt broke off of the right rear wheel of the 9805 lift. There was no patient involvement. A new wheel was sent out to the facility and it has been repaired. The 9805 lift was not returned to invacare for evaluation. Based on previous evaluations involving 9805 lifts with caster issues the most probable root cause was due to a lack of preventive maintenance performed on the unit. Updates were made to the design and manufacturing documentation around torque requirements, and material of fasteners to improve bolt retention characteristics. These updates were made via a CAPA, the device in question was manufactured prior to the changes. It was determined that proper preventative maintenance would have detected the issues before a malfunction occurred. Invacare was not aware of any previous serious injuries due to this malfunction. The 9805 hydraulic lift was manufactured by invacare rehabilitation equipment co. ((B)(4)); however, this manufacturing location has been closed. The manufacture of these lifts has transitioned to invamex (invacare (B)(4)), therefore, this report is being filed under invamex. Should additional information become available, a supplemental record will be filed.

Event description:
A facility reported to invacare that the right rear wheel snapped off the 9805 lift. The device is in a group home but there was no patient involvement at the time of the incident.